Manufacturer narrative:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. The hemostatic valve on the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was leaking back blood. The caller suggested a replacement vizigo sheath, but the lab staff instead clamped the hemostatic valve, so that it would not leak. The procedure continued. No patient consequence reported. The bwi product analysis lab received the device for evaluation on 06-mar-2024. The device evaluation was completed on 12-mar-2024. The device was returned to biosense webster (bwi) for evaluation. A visual inspection evaluation and irrigation test of the returned device was performed following bwi procedures. Visual analysis of the returned sample revealed a broken mark with internal components exposed in the shaft. An irrigation test was performed, but the device failed the test due to a water leakage observed coming through the broken mark in the shaft area. A device history record was performed for the finished device batch number, and no internal actions were identified. The hemostatic valve leak could not be confirmed during the analysis. The potential cause of the broken condition could be related to the excessive force or manipulation of the device during the procedure; however, this can not be conclusively determined. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: -investigation findings: no device problem found (c19)/ investigation conclusions: no problem detected (d14) were selected as related to the customer¿s reported ¿hemostatic valve leaking¿. -investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: rod/shaft (g04112) were selected as related to the biosense webster inc. Analysis finding of the ¿broken mark with internal components exposed in the shaft¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-(B)(4)

Manufacturer narrative:
E1. Initial reporter facility name: (B)(6) hospital and clinics. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve leak issue occurred. The hemostatic valve on the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was leaking back blood. The caller suggested a replacement vizigo sheath, but the lab staff instead clamped the hemostatic valve, so that it would not leak. The procedure continued. No patient consequence reported. Additional information was received. The section with the issue was the hemostatic valve and it was leaking. The hemostatic valve did not dislodge inside the hub nor did it dislodge outside of the hub. The brim cap / hub did not become detached from the sheath. Air did not enter the patient¿s body. The volume of blood that was lost was unknown. No transseptal needle was used during this case.